Event description:
Smda report submitted. Biopsy needle jammed during core biopsy. The pt had a lung biopsy using 20 ga/15cm trocar. During the 2nd biopsy core sample pass, the biopsy needle gun could not be removed from the trocar (while inside the pt) as resistance was felt despite using appropriate force to remove. Due to possibility of biopsy needle fragmentation/fracture, the needle/trocar were removed as a single unit with no complications. Trocar/needle biopsy were not bent when inspected.